Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that auxiliary drawer 6.2 failed to open. A field service engineer (fse) powered down and inspected the bus cable. Fse removed the rear cover, inspected and reseated the connections. Fse ran diagnostics and performed the final test issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed to open and pocket was not detected on the bus. The customer stated that they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.